Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data revealed evidence of a short battery life. There was evidence of moisture contamination inside the pump on the transceiver board. Due to internal moisture contamination, current draws (sleep) were not within specifications. Unrelated to the original complaint, the battery cap was unable to fully tighten and the threads were damaged. The battery compartment had a crack observed below the grip pad. The cartridge cap was noted to be damaged at the top but able to be fully secured. The pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.